Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: the lot was manufactured between january 18, 2024, and january 19, 2024. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; there was no evidence of leak inside the green sealed pouch or device. A functional leak test was performed by adding green color water to the bladder. After fill, the device was monitored until the next day; no evidence of leak was observed. The reported condition was not verified during testing. The device was determined to be conforming product. The reported condition may be due to condensation inside the bag which would dissipate or dry up over time; condensation is not a product defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a water droplet was observed inside the cap of a large volume infusor. The green overpouch was noted to be wet internally. This was observed in the outpatient department before patient use. The device contained flucloxacillin 8000mg in total volume of 240ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.